Event description:
Description of event: off- label use of replacement device, re. Pr (B)(4) patient/event info - notes: query reply: no more details are given by the hospital as it is an old case.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to a complaint from (B)(6) hospital that the zilver flex 35 device was ¿found damaged before use and he was unable to place inside¿. This file will capture the off-label use of the replacement device. Related to (B)(4). Device evaluation: the device evaluation could not be completed as the zfv6-125-10-10.0 device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instruction for use. The device ifu0058 states ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was established. From the information in the file, it is known that the device was used in a biliary stenting procedure, biliary use of the device is considered off label use. The device IFU states ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿. The device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the device will perform or function. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a complaint from (B)(6) hospital that the zilver flex 35 device was ¿found damaged before use and he was unable to place inside¿. This file will capture the off-label use of the replacement device. Confirmed quantity of 01 device used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause of off label use was established. The device was used in a biliary stenting procedure, the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery.

Event description:
A supplemental report is being submitted due to completion of the investigation on 03-sep-2024.